Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: during investigation, there was corrosion observed inside the battery compartment. The battery compartment was found to be cracked on the side from the threads to the cover. A leak test verified a leak in the battery compartment. The pump cover was removed and there was no further evidence of moisture damage found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.